Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had their leads replaced with paddle leads because the original ones that had implanted never worked and the patient never got pain relief. The patient noted that while she was being rolled over during the implant surgery, the leads might have moved. The date of the lead replacement surgery was (B)(6) 2017.